Event description:
It was reported that on (B)(6) 2022, due to the patient¿s urinary incontinence, the doctor ordered to give catheterization. After the catheter was inserted and the balloon was filled with water, the urine drainage was unobstructed. On (B)(6) 2022, the doctor ordered extubating and reinsertion due to side leakage of the catheter . During the process of withdrawing the water from the balloon lumen, it could not be drained out. It was suspected that the valve to balloon port was malfunctioned. After this section was cut, the water still could not be drained from this channel, nor could it be withdrawn with a syringe. After b-ultrasound positioning, the balloon was punctured in the patient's bladder area, and the urinary catheter was pulled out . Per follow up information received on (B)(6) 2022, it was urine leakage and there was major impact on the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be user related (example: salt accumulation)/block drainage lumen/no drainage eye. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "precaution: this product contains natural rubber latex which may cause allergic reactions. Sterile unless package is opened or damaged warning: do not use petroleum substrate lubricants with the latex based urethral catheters, such as petroleum jelly and label liquid paraffin which will damage latex and burst balloon. Water soluble lubricants can be used. Do not aspirate urine through drainage funnel wall. Single use only. Do not resterilize. For urological use only. Valve type: use luer syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen. If permitted by hospital protocol, the may be cut off. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that on (B)(6) 2022, due to the patient¿s urinary incontinence, the doctor ordered to give catheterization. After the catheter was inserted and the balloon was filled with water, the urine drainage was unobstructed. On 28, july 2022, the doctor ordered extubating and reinsertion due to side leakage of the catheter . During the process of withdrawing the water from the balloon lumen, it could not be drained out. It was suspected that the valve to balloon port was malfunctioned. After this section was cut, the water still could not be drained from this channel, nor could it be withdrawn with a syringe. After b-ultrasound positioning, the balloon was punctured in the patient's bladder area, and the urinary catheter was pulled out. Per follow up information received on 29-aug-2022, it was urine leakage and there was major impact on the patient.